Event description:
It was reported that the patient experienced sinus tachycardia, the device delivered therapy, and the rhythm progressed to ventricular tachycardia where the patient received additional shocks. The patient presented to the emergency room after receiving the shocks, where the device was interrogated and a charge circuit timeout was observed. The battery voltage was low and the device was at end of service. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.